Event description:
It was reported that a patient underwent ophthalmic procedure (B)(6) 2022. And suture was used. Before use on the patient, it was reported that the new 10/0 nylon suture is very transparent and appears thinner than previous batch of 10/0 nylon suture that was supplied. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any adverse patient outcome? No. What was used to complete the procedure? Another old batch of ethilon 10/0 suture. Did you notice any issues with suture prior to use? No. Did you wet the suture for use, with what? No. Did the suture maintain integrity even with dye coming off? Yes. Did the suture break? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/4/2022 additional information: d9, h3, h6 h6 component code: c22 - photo analysis h6 component code: g07002 no device problem found h3 investigational summary: visual analysis of the returned sample determined that two paper lids and a suture piece of product code w1718 were received to ethicon for evaluation, the suture piece belongs to ethilon suture, monofilament, black color, correct for the product w1718. In addition, the suture was performed and met the requirements for an ethilon suture diameter 10-0. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary - photo analysis: upon visual inspection of the image received from ethicon, two paper covers with product code w1718 were observed. The image is not clear to determine the reported condition. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.